Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. No damage or moisture damage on keypad assembly, unlocked electrical board 1 keypad connector, or stuck button alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are unable to rewind the insulin pump. Customer stated insulin pump had blank display. Customer also stated screen went blank and insulin pump still alarming. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states display did return after insulin pump restart. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.